Event description:
E/c 1122 blower temperature high.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and determined that the filters were clean and not blocked, and the cooling fan was operational. The rse advised that the device may have a faulty blower or mc pcb and provided the customer with the part ID for the blower and mc pcb for repair. The customer performed performance verification testing, and according to the service manual, the customer verified that the 1122 blower temperature high error code was a result of the blower temperature being greater than 95° for more than 60 seconds. After troubleshooting the device and performing performance verification testing, the customer found that the error was replicated and called philips technical support to have the blower and motor controller replaced. Additionally, it was reported there was patient involvement at the time the issue was discovered; however, there was no report of patient harm.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device displayed a 1122 blower temperature high error code. The device was on a patient at the time the issue was discovered and was pulled from service. The patient used the device for a couple of days, but there was no harm to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and determined that the filters were clean and not blocked, and the cooling fan was operational. The rse advised that the device may have a faulty blower or motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part ID for the blower and mc pcb for repair. The customer performed performance verification testing, and according to the service manual, the customer verified that the 1122 blower temperature high error code was a result of the blower temperature being greater than 95° for more than 60 seconds. After troubleshooting the device and performing performance verification testing, the customer found that the error was replicated and called philips technical support to have the blower and motor controller replaced. The repair for this device cannot be conducted at this time due to a backorder status of a part (mc pcba) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.